Event description:
Pt 11 yr old male who receives nightly cyclic tpn via his groshong catheter, using mcgaw's safeline needleless sys. Pt rolled over on the catheter on two separate occassions breaking the cliplock needle & the injection cap.